Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that patient underwent surgical intervention where in the ipg was explanted and replaced addressing the issue .

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that the implantable pulse generator migrated and flipped and is perpendicular to the patient¿s back. Patient had few accidents and few surgeries since the implant. A surgical intervention is anticipated in the near future. No additional information is available at this time.